Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Received for investigation, one used, decontaminated 3ml syringe with attached filter-pro. Pictures were also provided. No identifying package material was included, customer stated it was product g1459j unknown lot #. Visual inspection of the returned sample showed damage near the shoulder of the barrel, thus complaint confirmation. The condition of the product was such that it was not possible to conduct a leak test. While the complaint is confirmed, without a provided lot number, it cannot be determined what machine the product was packaged/assembled on or how the defect occurred. No further actions will be taken at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. The probable cause of the reported problem unknown.

Event description:
It was reported that blood leaked from the tip of the syringe. There was a patient involvement, but no harm/adverse event reported. There was no disinfection or sterilization, and no infectious disease occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.